Manufacturer narrative:
The insulin pump passed functional testing and no unexpected alarms were noted during testing. The insulin pump had minor scratched liquid crystal display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed an error during normal use, although the device had not been stored for an extended period of time. Advised replacement of the insulin pump. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.